Event description:
It was reported the patient's blood glucose levels rose to 28 mmol/l (504 mg/dl). The pod was leaking while worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.